Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal remained ongoing. The patient experienced peritonitis, requiring hospitalization. The patient began remedial treatment, which included ip daily injections of fortum and reflin. The root cause of the peritonitis was unknown and the outcome of this event was also unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.